Event description:
A zoll patient service representative (psr) called zoll customer support to report that (B)(6) male patient's battery charger/ modem was making a clicking noise and was resetting. The patient was issued a replacement battery charger/ modem.

Manufacturer narrative:
Device evaluation of battery charger/ modem sn (B)(4) has been completed. The reported problem (charger resetting) was confirmed. Upon investigation the current controlling transistor q1 was defective on the battery charger/modem's bedside board, which caused the reported resets. The root cause for the defective q1 component could not be positively identified. No adverse event resulted from the defective q1 component. The patient received a replacement battery charger/modem.